Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a potential for adverse consequences due to foreign material in sterile packaging.

Manufacturer narrative:
Alleged failure: upon opening product, it was noted that there was a visible bug in product. Product was sealed. Tape applied to bug for visualization the failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the tyvek cover was dirty or the packagers hand had contaminants during packaging. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a potential for adverse consequences due to foreign material in sterile packaging.